Manufacturer narrative:
Unique identifier (UDI): not applicable. Device labeling: implants are not considered lifetime devices, and pts likely will undergo implant removal(s), with or without replacement, over the course of their life. When implants are explanted without replacement, changes to the pt's breasts may be irreversible. Complication rates are higher following revision surgery (removal with replacement).

Event description:
Journal article 'anaplastic large-cell lymphoma in women with breast implants,' dejong et al (11/05/2008) journal american medical association, reports "follicular lymphoma" in the right breast. Device reported is a "textured silicone mcghan". Other involved sites include "mediastinal abdominal lymph nodes, bone marrow." Stage of diagnosis was "IV".